Manufacturer narrative:
Roho, inc was notified of an alleged injury by the customer on 11/01/2018. After the initial notification, multiple attempts including phone calls and letters have been made to reach the customer, with no response. An investigation was performed on the device, and was found to be free of manufacturing defects. Per the investigation, post-delivery damage was discovered, which compromised the cushions ability to hold air. During the investigation it was confirmed that he was no longer residing at the care center. The report of an injury allegation has been documented, however we are unable to access medical records to confirm. If additional information is received, a follow-up report will be submitted.

Event description:
Customer stated that he had surgery on an old sore and the cushion was given to him afterwards. At some point after beginning its use, he claimed that the front left quadrant went flat, but that the rear quadrants of the cushion were unaffected. He continued to sit on the cushion in its compromised state due to not having a replacement. He noticed the alleged injury upon standing and noticing blood on his towel. While expressing uncertainty, he believes this was the cause of his sore to reopen. Due to the alleged injury he sought treatment at a senior treatment care center.